Event description:
Pt had history of bilateral mastectomies and immediate reconstruction with tissue expanders. On 2/1/96 she had replacement of the tissue expanders with permanent saline implants, full thickness skin graft and bilateral nipple/areolar reconstruction. On 2/29/96, per the operative report, she was diagnosed with exposure of right breast implant will full slough of right nipple/areolar. Bilateral removal of implants, open capsulotomy and replacement with pursestring closure of resultant defect was performed.